Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) revealed the battery had reduced capacity due to an overdischarge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Australia. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient was unable to charge their battery. Doctor asked patient to turn their battery off to allow swelling to dissipate as patient had difficult physiology. Doctor consulted with patient in the weeks after implant and decided to let swelling dissipate. Patient's system was never able to run from the day of their implant. The manufacturer representative met with patient to attempt charging in the 3 weeks post implant. The doctor believed the physiology of patient's back and hips was difficult and felt the need to replace a new battery. The doctor also performed an ultrasound and found the depth of implant was 2 cm. Patient's original battery was flat at the time of explant. The ins was replaced. This patient was 160 kilograms and the physician felt it was the shape of their body as to why the charger could not connect to body. No further complications were reported as a result of this event. Patient's medical history includes multiple sclerosis.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.